Event description:
The customer reported a generator error. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and repaired a cable. The system operates as intended.